Event description:
The customer reported a table handswitch error. Table errors on a 2800 stop all motions to keep control of the table. Sys functionality was recovered with a reboot. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in repairing the sys. Sys operates as intended.